Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a follow-up appointment this implantable left ventricular (lv) lead was exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. A lead revision procedure took place and the physician was unable to extract the lead. The physician cut the lead and part of the lead remained inside the cardiac vein. No details were provided regarding the difficulties experienced extracting the lead. No other adverse patient effects have been reported.